Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) subluxated a few days after it was implanted in the patient's left eye. The patient then was referred to another doctor who explanted the lens. It was learnt that the second doctor who explanted the lens also did vitrectomy but there was no incision enlargement and no sutures performed. The lens was replaced with a three piece sutured lens. Patient was well post-explant. No further action is needed.